Event description:
It was reported that patient underwent total knee arthroplasty in 2006. Subsequently, patient underwent revision of right total knee implant in 2008, due to mechanical loosening of polyethylene on tibial tray.

Event description:
It was reported that patient underwent total knee arthroplasty in 2006. Subsequently, patient underwent revision of right total knee implant in 2008, due to mechanical loosening of polyethylene on tibial tray.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Manufacturer narrative:
Biomet was notified of this event via letter dated june 26, 2008 received june 30, 2008. Subsequently, letter dated july 8, 2008 was received on july 28, 2008, requesting additional information regarding report. Biomet submitted initial report 1825034-2008-00201 on july 29, 2008 providing description of incident and results of investigation. As device was not available for evaluation, device history records and complaint records were reviewed. On august 8, 2008, rep relayed during telephone conversation that details provided in biomet's initial report satisfy request for additional information.